Event description:
It was reported that the customer's previous insulin pump quit delivering, and the customer had high blood glucose levels of 475 mg/dl. The customer's current insulin pump was receiving a check settings alarm, which the customer was able to clear. However, the insulin pump continued to alarm check settings and stopped delivering. The customer's blood glucose at the time of the call was unknown. When checking alarm history, the customer also found a bad battery alarm and an unable to exit training mode due to bad battery alarm. Advised customer to monitor blood glucose levels and to call back if anything recurred. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.